Event description:
It was reported that there was infection of the implant site and "late erosion" of the device. It was additionally noted that "the device had migrated and rotated 90 [ninety] degrees and the skin had broken." The device and leads were extracted, and will not be returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.